Event description:
Stryker smoke evacuation bovie pencil had flame at tip and made popping noises during surgical procedure. Bovie settings 30/30. Smoke evacuator set at 50%. Megadyne esu unit ID: (B)(4) tested by biomed - passed. Smoke evacuation bovie pencil - tested by biomed - passed. FDA safety report ID # (B)(4).